Manufacturer narrative:
(B)(4). Device received unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery or verify under delivery anomaly due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
Customer reported that their insulin pump had an empty reservoir. Customer woke up with a blood glucose of 168 mg/dl when ran out of insulin during the night. Customer was assisted checking the basal rate and low reservoir alert setting. Customer declined troubleshooting for high blood glucose. The insulin pump was returned for analysis.